Event description:
The patient was undergoing a procedure using a penumbra neuron delivery catheter 6f 070. During the procedure, while the physician was deploying a stent, the "braid wire" of the sheath unraveled and the physician had to withdraw the sheath. The physician believes nothing was left behind. The was no reported adverse effect on the patient.

Manufacturer narrative:
Result: the neuron delivery catheter 070 is kinked approximately 26.0 and 80.0 cm from the hub. The distal tip of the neuron 070 catheter is fractured approximately 103.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that a stent was being deployed through the neuron delivery catheter 070. During the procedure, the catheter was fractured and the neuron was removed from the patient with the internal support coil still intact. The support coil was broken after the device was removed from the patient. The break occurred in the middle of the polymer material of the catheter shaft and the break site shows evidence of material deformation and stretching. The appearance of the break site suggests the catheter was manipulated with a force in excess of the tensile strength of the material. The kinks in the catheter shaft likely occurred during removal of the device from the patient. The IFU for this devices states that the device should not be advanced or retracted against resistance. There is no evidence of device malfunction. All device lots are tested for tensile strength and all tested units from this lot met the specification for tensile strength. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.